Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was rec'd that stated during an injection via the device, the connector became disconnected. It was reported that the pt rec'd a dose of preventive antibiotics. No permanent adverse effects to pt reported.